Event description:
Additional information from the healthcare provider reported the patient did not report hand issues when they called. They have an appointment schedule in (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was having issues with his hands as of (B)(6) 2016. He had no recollection of where his patient programmer might be. The consumer had never seen a programmer and wondered if there was a way to get a loaner or someway to check the implantable neurostimulator (ins) status. The consumer intended to work with the healthcare provider¿s (hcp) office and assisted living on figuring out how to check the patient¿s ins and next steps. The patient¿s indication(s) for use were parkinson¿s dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.